Manufacturer narrative:
The legal manufacturer was notified and the device associated with this reported incident was returned to the physical manufacturer for evaluation. A thorough evaluation and testing of the insufflator unit was unable to replicate the alleged problem that "the insufflator had malfunction", as testing results showed the device performed to specifications and passed all test requirements with no abnormalities or problems noted. In this instance, the alleged device "malfunction" therefore could not be verified. This gs200 serial (B)(4) was manufactured on 25-mar-2015. A 2-year review of complaints history shows no other similar reports of "patient experienced extravasation". Other than this reported incident, there have been no other adverse events received related to the use of this device in the past two years. The instruction manual (intended use) states: the gs1000 and gs2000 series of insufflators shall be used for gas distension of the abdomen for diagnostic and/or operative laparoscopy. They should be used only when laparoscopic procedures are called for, and should therefore not be used for any other treatments. The conmed gs2000 insufflator should be used only when minimally invasive procedures are called for, and should therefore not be used for any other treatments. It is designed to function with specific minimally invasive instruments that provide passage of gas to specific body cavities and should only be used with instruments specifically designed for that purpose. It should only be used under the direct guidance of a surgeon skilled in laparoscopic and minimally invasive surgical procedures. To reduce the risk of patient injury the instruction for use (IFU) provides the following precautions and warnings: prolonged intra-abdominal pressures greater than 20 mmhg should be avoided. This can cause any of the following: metabolic acidosis with resultant cardiac irregularity. Compromised diaphragmatic excursion resulting in decreased respiration. Decreased venous return. Decreased cardiac output. Excessive absorption of co2 results from either excessive flow rate and/or excessive pressure. The abdomen can be adequately distended by pressure in the range of 15-20 mmhg. Use of pressure <20 mmhg will dramatically reduce the likelihood of intravasation of co2 gas into open vascular channels. Also, adequate respiration helps avoid problems related to excessive or retained co2. Infusion of co2 can result in carbonic acid irritation of the diaphragm. This device should be operated only by or under the direct supervision of a physician experienced in laparoscopic/endoscopic surgical procedures. The user should be thoroughly familiar with the operation of this device prior to use. Infusion of co2 can result in embolization. Improper placement of the insufflation instrument could cause insufflation of gas into a vessel, resulting in air or co2 embolisms. To reduce the risk of air or co2 embolism, perform initial insufflation at a low flow rate and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Co2 embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure setting and close damaged vessels at once.

Event description:
The user facility reported that while using the 50l abdominal insufflator in a total laparoscopic hysterectomy, the patient experienced extravasation just as the procedure started. As reported, after the first trocar went in, the unit was turned on and set at 15mmhg, the abdomen of the female patient became distended and in a few seconds became over distended and that the surgical staff was having difficulty ventilating the patient. The abdomen became rigid after a few more seconds, the pneumoperitoneum was evacuated, the insufflation was stopped. At this point the surgical staff realized that there was "extravasation of the co2 into the tissue of the chest wall and up into the scalp and face, causing crepitus throughout". Reportedly, the incident occurred approximately 30 second from the time the insufflation entered into the patient. Only the first port was entered the patient and only the insufflation tubing was used on the trocar that went in the patient. The continuous pressure sensing tubing never had a chance to enter the patient from the second port. The procedure was aborted and the patient was admitted. Received information indicated that the patient was home with some issues resolved. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. It should be noted that on 17-aug-2016 conmed corporation also received a copy of the user voluntary medwatch report #mw5063880 forwarded by the FDA.